Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Weight unknown / not provided. First/given name: unknown / not provided.

Event description:
It was reported fracture of the cover screw inside the implant at the time of placement and was removed. Another implant has been placed in order to complete the procedure.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). An 3i t3â® non-platform switched tapered implant 3.25 x 10mm (bost3210) was returned for investigation. Visual inspection of the as returned product identified worn markings due to usage. Fractured cover screw identified inside implant. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. The reported device was located on tooth #31 and was used same day. Device history record (DHR) review was completed for the subject lot number (2021110537). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2021110537) for similar event and no other complaint was identified. Based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.